Event description:
It was reported that the ventilator generated a technical error code indicating a failure of the control printed-circuit board (pcb). There was no patient involvement reported. (B)(4).

Manufacturer narrative:
The investigation consists in device log evaluation and information received from our sales and service unit in (B)(4). No parts were replaced. The device logs confirmed that two technical errors were generated due to a communication error with the control pc board and the expiratory channel pc board. According to the information received, the technical errors occurred during installation of the equipment. The issue was solved by re-installing the software. The control pc board and the expiratory channel pc board store the breathing software that controls the delivery of gases to the patient. The cause of the reported technical errors has not been determined but, according to our sales and service unit, the issue was solved after re-installation of the software.

Event description:
(B)(4).